Event description:
A report was received that a pt's precision system was explanted due to an infection. The pt was hospitalized and treated with IV antibiotics. The pt has been discharged from the hospital.

Manufacturer narrative:
The explanted devices involved in the event were not returned to bsn for analysis as they were kept by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records for the explanted devices found them to be satisfactory. This is the final report.